Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Event description:
New information notes that the patient was in stable condition during and post procedure.

Manufacturer narrative:
(B)(4).